Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the tip of the screw driver broke off in the tip of the central screw. After several different techniques used by the dr, we were able to remove baseplate and central screw and replant. No other effects were noted due to this issue.